Manufacturer narrative:
Troubleshooting restored functionality; no parts replaced. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that system failed to start, causing operational downtime on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.